Manufacturer narrative:
PMA/510(k) # k163018. This complaint was raised to capture user error ¿ incorrect size wire guide used for replacement device zilbs-635-10-6 10mm x 6cm. It is related to pr 384061 (emdr 3001845648-2023-00056)- failure in stent release due to the disconnected sheath and pr386353 (emdr 3001845648-2023-00122) : user error ¿ incorrect size wire guide used for zilbs-635-10-4 10mm x 4cm. Device evaluation the zilbs-635-10-6 device of lot number unknown involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review. Prior to distribution all devices are subjected to a visual inspection and functional .inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0065) states the following: delivery system the delivery system accepts a .035 inch wire guide. Equipment required .035 inch wire guide of appropriate length. The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause of the use of a non-required wire guide with the replacement device used to complete the procedure was identified. From the information provided it is known that a 0.025 wire guide was used with the device when the IFU states that the required wire guide used be 0.035. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed successfully. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent delivery was advanced into the biliary tract via a duodenal papilla approach and was positioned at the target site. When the user released the stent, the delivery shaft came off the handle without any resistance . The stent was not deployed at all and was retrieved intact. The user wanted to use zilbs-635-10-4 10mm x 4cm, however there was no spare in the hospital inventory, so 10mm x 6cm was used instead to complete the procedure. Description of event has been revised by sale's rep as follows on jan 11, 2023: the stent delivery was advanced into the biliary tract via a duodenal papilla approach and was positioned at the target site. When the user tried to release the stent, the sheath was disconnected at the point where the colour changed white without any resistance . The stent was not deployed at all and was retrieved intact. The user wanted to use zilbs-635-10-4 10mm x 4cm, however there was no spare in the hospital inventory, so 10mm x 6cm was used instead to complete the procedure. Note: user error incorrect size 0.025in wireguide used both for zilbs-635-10-4 and the replacement rpn zilbs-635-10-6. Patient outcome : no adverse effect on the patient has been reported. Patient/event info notes: physician's comment: the delivery shaft came off the handle without any resistance felt. I would like to know the cause. If any damages were confirmed prior to use)was the package damaged? No. If any damages were confirmed prior to use)how was the device stored? Was a sphincterotomy or balloon dilation performed prior to use of the stent device? Est. Was post-dilation performed after the placement of the stent? No. What brand of endoscope was used with the device? Olympus / jf260v. What was the target location for the complaint device? Distal bile duct. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. Details of the wire guide used name, diameter, hyrdophyllic? Olympus / visiglide 0.025inch. Was resistance encountered when advancing the wire guide or delivery system to the target location? No. How did the physician deal with this resistance? Was the patient's anatomy tortuous? No. Did the tip of the delivery system cross the target location? Yes. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. Was the stent being placed through the side wall of a previously placed stent? No. Was the elevator in the down position during deployment? Yes. Are images of the device of procedure available? No. Details of the wire guide used (diameter, hyrdophyllic, make)? Olympus / visiglide 0.025inch. Was high resistance encountered during stent deployment? No. Was the patient's lesion heavily calcified / was the patient anatomy tortuous? No. Was pre dilatation conducted prior to stent deployment? No. Was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes. Was the delivery system damaged/kinked/twisted? No. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? No.